Event description:
During an arteriogram, while advancing the guide wire through a pigtail catheter, the physician began noticing resistance. The video screen showed the inner core had popped out of one of the side holes, and the exterior portion had advanced through the normal lumen. The catheter was removed, no injury to the pt.